Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in inappropriate atrial tachy responses (atrs). Technical services (ts) agreed with the programming option that the health care professional (hcp) suggested. The device remains in use. No adverse patient effects were reported.